Event description:
The patient¿s legal guardian reported that the patient developed an infection at the pod insertion site (arm) after wearing the device for approximately 37 to 48 hours. The infusion site reportedly exhibited purulent drainage, swelling, pain, and an infected appearance. Due to the worsening condition, the patient was taken to (B)(6) on (B)(6), 2026. According to the legal guardian, the patient was evaluated for several hours, during which a physician indicated that the infection at the pod site may have been exacerbated by the patient¿s use of another medication (actembra) for an unrelated medical condition, making the patient more susceptible to infections. The physician subsequently referred the patient to (B)(6) pediatrics. At that facility, the healthcare provider advised that the site "needed to cool" to help alleviate the infection and recommended the use of skin protection cream (proshild plus) and sudo cream at the affected area. The patient later resumed insulin therapy by applying a new pod. No formal medication prescriptions were issued, and the pod involved in the event is reportedly no longer available for return.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.